Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240(air in set) during the initial drain the home choice (hc). The home patient (hp) stated he started treatment and went to the kitchen. When he heard the alarm he went back to the hc and connected. The technical service representative (tsr) explained the air alarm and that all new supplies were needed. The tsr said he needed to contact his registered nurse (rn) about this alarm as well. The tsr had the hp cycle the power to get the system error 2367. The hp ended the call before the hc got back to press go to start. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding system error 2240. Per the pdn, the home patient (hp) had not mentioned the alarm. The pdn stated the hp would be in for clinics the following day and she would follow up with the hp regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.